Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 98 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have the necessary supplies to perform testing on the insulin pump. The customer was advised to call back to complete troubleshooting. Nothing further was reported.